Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizzy spells. It was further reported that the right ventricular (rv) lead exhibited non-capture at maximum output. The lead was reprogrammed and inactivated. The patient was implanted with a leadless pacemaker. No further patient complications have been reported as a result of this event.